Manufacturer narrative:
Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) release was unsuccessful. There was no reported patient injury. Femoral artery puncture followed by closure. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was almost fully depressed while the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual analysis. A dimensional analysis was not required as the unit was received in a fully deployed condition, making internal diameter verification unnecessary. A functional deployment simulation could not be performed due to the unit being in a fully deployed state. However, an attempt was made to fully depress the deployment lever, and the action was completed successfully without resistance, indicating that the mechanism was not obstructed. Microscopic analysis was conducted under high magnification to assess the internal mechanism. No abnormal conditions were identified during the inspection. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received with the plug full depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user error possibly contributed to the issue experienced by the user since the deployment lever was found to be almost fully depressed with no other anomalies noted. Although the device was received with the plug deployed off the catheter, incomplete depression of the deployment lever possibly resulted in the deployment issue of the plug experienced by the user, especially since there were no issues noted when depressing the button the rest of the way during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) release was unsuccessful. There was no reported patient injury. Femoral artery puncture followed by closure. The device will be returned for evaluation.